Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a paroxysmal af ablation procedure upon connecting the lasso catheter, all signals including the 12 leads of body surface ecgs and all ic (intracardial) recordings were lost on both carto and ep systems at the same time. The issue was resolved by replacing the lasso catheter and all signals were restored. No patient consequence was reported.

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal af ablation procedure upon connecting the lasso catheter, all signals including the 12 leads of body surface ecgs and all ic (intracardial) recordings were lost on both carto and ep systems at the same time. The issue was resolved by replacing the lasso catheter and all signals were restored. No patient consequence was reported. Upon receipt of the returned complaint catheter, the device was evaluated visually, as well as for electrical resistance and current leakage testing. The catheter was found within specification. The device history record (DHR) was reviewed and no anomalies were found regarding this issue. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.